Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an undo of an ileostomy procedure, they had to use three devices. The first two staplers didn¿t fire at all. The third stapler moved a few millimeters and broke because of the force that was used to fire the stapler. Bleeding was the result. Suture was used to complete the procedure.

Manufacturer narrative:
(B)(4). Batch # m53n35. Swing tab in locked position, loading technique. Additional information requested: did the third device staple? If yes, was the staple line complete? Did the third device cut? If yes, was the cut line complete? Please describe what part of the device broke? Did any pieces fall into the patient? If yes, were all pieces removed? Will all pieces be returned with the device? If no, how were the disposed of? How much blood was lost (ml)? Did the patient require a transfusion? Did the patient¿s post-op care change as a result of the bleeding? What is the patient¿s status? The analysis found that one ntlc75 device was returned in good visual condition and with a cartridge reload present. The cartridge reload was received with the swing tab locked out. This condition is consistent with an improper loading technique. The cartridge reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned cartridge reload and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. Reference ¿instructions for use¿ for complete loading instructions. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.